Event description:
No new information was received.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va1ac8w, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: neu_stylet_acc, serial# unknown, product type: accessory.

Event description:
A healthcare provider (hcp) via the manufacturer representative (rep) reported high impedance measurements during intra-operative testing. Another lead was implanted with no impedance issues, and the issue was resolved at the time of the report. Additional information received from the rep on (B)(6) stated that a resident attempted to connect the screener cable and there was trouble positioning the lead, and it was speculated that may have damaged the lead on that end. Once the surgeon saw the resident "fumbling" with it they showed them how to properly lay the lead in the connector. On (B)(6) the rep listed the high impedances as follows. 0 <(>&<)> 3 = 22,832, 1 <(>&<)> 3 = 22,782, 2 <(>&<)> 3 = 22 ,182. Indication for use is unknown.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va1ac8w, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: neu_stylet_acc. Lot# serial# unknown. Product type: accessory. Analysis of the lead, lot# va1ac8w found the distal end of the conductor to be broken due to overstress. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.